Event description:
It was reported that when the doctor opened the package the nozzle on the device was shattered. A back-up device was used to complete the procedure. The pieces did not enter the surgical site. There were no adverse consequences, no medical intervention and no surgical delay.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.